Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pulled back and dislodged to the superior vena cava (svc). The lead also exhibited high thresholds and no capture was noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.